Event description:
Patient reported infusion device displayed "2.01', while replacing power pack. He indicated that the infusion device began to display "odd" icons and appeared to be frozen. Patient stated that the power pack was used longer than two weeks. He replaced power pack and the infusion device appeared to work properly. Patient did not report any physiological effects associated with this issue. No medical assistance was reported. Product will not be returned for eval.

Manufacturer narrative:
Product not returned for eval.